Manufacturer narrative:
The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is a late seroma, pain, and anxiety related to having textured implants. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported pain both in breasts and throughout body¿ and ¿muscles aches and pains¿, ¿found out two weeks ago I have silicone textured allergen putting my risk of the rare form of cancer¿, ¿MRI showed fluid on both breast ten years after surgery¿. Additionally reported was the following information which has been deemed not related to the device: ¿doctor thought I had spondylitis as he felt my body was attacking itself¿, ¿localized amyloidosis¿ and ¿am hla b27 positive¿. This record represents the left side. The device remains implanted.